Event description:
It was reported that there was an issue with an unknown activl device via information from the 2020 ess surgeon survey; however a specific form was not provided. According to the complainant, the superior implant migrated 2 weeks postoperatively and moved approximately 4 mm. The initial surgery had been total disc replacement (tdr). The migration was asymptomatic and revision surgery was not required. There was temporary impairment. No further patient details are currently available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that a lot number was not provided, the device quality and manufacturing history records could not be checked. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing, or design related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based on the investigation results, a CAPA is not necessary.